Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. Thump software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump passed the self test, sleep current measurement, active current measurement and displacement test. No blank display, pump error 53 or 23 alarm during testing. In further review of the pump history found pump error 15 alarm (linenumber: 442, filenumber: 38) on (B)(6) 2025 at 05:50:09.000 followed by pump error 23 alarm on 05:50:11.000, multiple pump error 53 alarm (file number: 709, line number: 1299) on (B)(6) 2025 from10:33:30.000 until 14:51:39.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Customer alleged not confirmed for blank display, pump expose to moisture and pump unable to pair to the transmitter. Pump error 15 alarm, 23 alarm and pump error 53 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 53 (software error detected), the transmitter pairing successfully, exposed to moisture, battery cap damaged and blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. And the battery cap will be replaced. The customer was not able to successfully clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.